Event description:
It was reported that during a procedure, this right ventricular (rv) lead was discovered to have dislodged. A lead revision procedure is being planned but has not been scheduled due to patient being on blood thinner medication. In the interim the physician programmed this rv lead off. No additional adverse patient effects. The lead remains implanted.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead was discovered to have dislodged. Fluoroscopy imaging of this rv lead was taken and compared to initial lead implant xray images and the physician confirmed the dislodgement. A lead revision procedure is being planned but has not been scheduled due to patient being on blood thinner medication. In the interim the physician programmed this rv lead off. No additional adverse patient effects. The lead remains implanted. Subsequently, additional information stated that this rv lead was explanted due to dislodgement and loss of capture (loc). The rv lead was successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was returned to facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no abnormalities except for surgery related damage which is not considered abnormal. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead was discovered to have dislodged. Fluoroscopy imaging of this rv lead was taken and compared to initial lead implant xray images and the physician confirmed the dislodgement. A lead revision procedure is being planned but has not been scheduled due to patient being on blood thinner medication. In the interim the physician programmed this rv lead off. No additional adverse patient effects. The lead remains implanted.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead was discovered to have dislodged. Fluoroscopy imaging of this rv lead was taken and compared to initial lead implant xray images and the physician confirmed the dislodgement. A lead revision procedure is being planned but has not been scheduled due to patient being on blood thinner medication. In the interim the physician programmed this rv lead off. No additional adverse patient effects. The lead remains implanted. Subsequently, additional information stated that this rv lead was explanted due to dislodgement and loss of capture (loc). The rv lead was successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.